Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered on and off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Date of event, of the initial medwatch report indicates:  (B)(6) 2017. Date of event, of the initial medwatch report should indicate:  (B)(6) 2017. Narrative text, of the initial medwatch report indicates: physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. Narrative text, of the initial medwatch report should indicate:  physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio-control then downloaded the electronic records from the date of the event for review and was able to verify that the reported issue had occurred; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.